Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, unacceptable capture threshold and insufficient r wave amplitude were observed. The lead perforated the rv wall during attempted repositioning. The physician plugged the ports and discontinued the procedure. During a subsequent procedure to complete the implant, the lead was explanted when repositioning was unsuccessful. The patient had a good outcome post procedure.